Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer's blood glucose bg) levels were elevated on (B)(6) 2015 at 343mg/dl, and on (B)(6) 2015 at 318mg/dl, with slight traces of ketones. Elevated bgs were treated with manual injections on (B)(6) 2015, and correction boluses on (B)(6) 2015.